Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the event described in the complaint is related to a known issue. The popup was generated by an issue during the decoding of holter data, called ¿little holter¿ for the device under interrogation ( teo pacemaker). The reason for this is probably linked to the fact that the aida reading was interrupted several times, by communication errors or by real-time tests. It is recommended not to perform real-time test, programming parameters or printing operations during aida reading to avoid this type of issue in the future. In this case, it was observed that the holter data were correctly read from the device, so all the data present in the file generated from this session can be successfully opened by the programmer. This issue is not specific to the new smartview version sv 3.16.

Event description:
During follow-up done with a smarttouch programmer with 3.16 installed, a pop-up message saying : "little holter indisponible" appeared.